Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant some bipolar pairs showed impedances .4000 ohms. The lead was removed from the neurostimulator, wiped down, and reinserted. Impedances were measured again at 1.7 v, 300 pw and impedances were in the high 3000 ohm range on all combinations with electrode 0. A new neurostimulator and lead were used. No other troubleshooting or interventions were required. The pt's outcome and stimulation were described seeming "fine."